Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, the device was found to be in backup vvi upon interrogation. The device could no longer be reprogrammed due to a low battery. The device was explanted and replaced without further incident.